Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The reported issue appears to have occurred due to the user not connecting the cables to the correct ports. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: 10.1 how to distinguish and cope with anomalies. Abnormal content: images do not appear. Cause: the monitor cable is not connected. Method: connect the monitor cable. 10.1 troubleshooting guide. Malfunction: no image. Cause: the monitor cable has not been connected. Remedy: connect the monitor cable.

Manufacturer narrative:
Device was not returned for evaluation. Further communication with the customer conveyed that the problem was resolved by connecting the cable that was in the wrong place to the correct place. The intended diagnostic procedure was completed with no delay. To date there are no other issues were reported. Root cause of the issue attributed to use error. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that there was no video on the monitor when using the sdi (signal device interface) input on the device. The user reported that the monitors were unhooked over the weekend. The monitor was observed with no image when use on the sdi input using sdi input on the monitor. The issue occurred during preparation for use. There was no patient involvement on the reported event. No user injury reported.